Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red 68 reperfusion catheter (red68), a velocity delivery microcatheter (velocity), a sheath, and a guidewire. During the procedure, the physician used the velocity to deliver the red68 to the target location and subsequently removed the velocity. After completing the second pass using the red68, the physician noted that no clot was being aspirated. The physician then decided to remove the red68. The physician found the red68 fractured upon removal. The entire red68 was removed by hand. The red68 and the velocity were no longer used in the procedure. There was no reported issue with the velocity. The procedure was completed using a non-penumbra stent retriever and a non-penumbra microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned penumbra system red 68 reperfusion catheter (red68) confirmed a fracture on the catheter and revealed a kink near the fracture. If the device is manipulated against resistance during use, damage such as kinks and a subsequent fracture may occur. Based on the reported complaint, the root cause of resistance could not be determined. This damage likely contributed to the lack of aspiration during the procedure. Further evaluation revealed additional kinks on the distal end of the catheter. This damage may have also occurred during manipulation against resistance during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.